Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 300 (mg/dl). Customer administered boluses to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.